Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced, due to a suspected conductor fracture. Noise and oversensing were reported, with high, out-of-range pacing impedance measurements of 2500 ohms. No additional adverse patient effects were reported. The lead remains in the patient but not in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.